Manufacturer narrative:
(B)(4) - the device was manufactured june 26, 2014 to june 27, 2014.the device was discarded by the customer; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of the large volume infusor was detached from the other components. This was noted before use. There was no patient involvement. No additional information is available.